Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a lesion located in an unspecified vessel. An unknown sized absorb scaffold was implanted. On (B)(6) 2016, the patient was re-admitted with stable angina pectoris. Angiography showed persistent restenosis at the proximal edge of the absorb scaffold. The patient was successfully treated with an unspecified drug eluting stent. The patient was discharged with diagnosis of stable angina pectoris on the (B)(6) 2016. The patient is on clopidogrel for life due to apoplexie. No additional information was provided.

Manufacturer narrative:
(B)(4). In the absence of reported part number, UDI cannot be calculated. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.